Event description:
It was further reported that the patient had x-rays and received two opinions: one from the specialist who reviewed the image and a different opinion from his physician. Additional information was requested.

Event description:
It was further reported that the shocking occurred twice per day and felt like sticking his finger in an electrical socket. There was discussion about having the system replaced in (B)(6) 2012, but the patient cancelled surgery after having his device reprogrammed from 3.2v to 1.5v. The patient had therapeutic effect on his left side (right ins). His arm/hand would "run away" when brushing his teeth, but the patient was overall satisfied with the daytime tremor control.

Event description:
See also MFR 3004209178-2012-1290. It was reported that the patient experienced shocking/jolting sensations in the left arm after a fall out of bed 2 weeks prior to the report. The shocking "knocked" the patient down and lasted for 3-4 minutes at a time. The patient also began to have drowsiness and headaches after the fall. The patient suspected the shocks were due to low batteries in the patient programmer. The neurostimulator was turned off and the shocking stopped. The patient had not had the device checked and was redirected to their physician. Additional information was requested.

Manufacturer narrative:
Concomitant medical products continued: neurostimulator model 37602 serial (B)(4) implanted: (B)(6) 2011 explanted: na. Lead model 3387s-40 lot v670473 implanted: (B)(6) 2011 explanted: na. Lead model 3387s-40 lot v088235 implanted: (B)(6) 2008 explanted: na. Extension model 7482a51 serial (B)(4) implanted: (B)(6) 2008 explanted: na. Programmer unk. Lead model 3387s-40 lot v088235 implanted: (B)(6) 2011 explanted: na. Extension model 7482a51 serial (B)(4) implanted: (B)(6) 2011 explanted: na. Programmer model 37642 serial (B)(4).